Event description:
It was reported that the physician was unable to properly insert the wrench into the set screw of the cardiac resynchronization therapy defibrillator (crt-d). A different device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. The returned device indicated a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.